Manufacturer narrative:
Correction is being made to a previously submitted h7 and h9 field. The h7 field has been updated to repair and the h9 field has been updated to 3002808148-10/09/2023-001-c and z-0075-2024.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of the printed circuit board, the supply pressure sensor does not work properly. The most probable cause is a cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit life expectancy of the printed circuit board expired and supply pressure sensor does not work properly. There was no patient involvement.